Event description:
Patient being treated for a clavicle fracture had a 3.5mm lcp recon plate implanted. Post-operatively the surgeon confirmed by x-ray that the plate had bent at approximatly a 90 degree angle. Plate was explanted and a new one was implanted.

Manufacturer narrative:
No evaluation could be made, no conclusion could be drawn as no device has been returned.